Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates patient was treated with antibiotic augmentin intravenously (IV) for cellulitis around peg-j stoma site which was changed to oral augmentin duo forte for discharge.

Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed stoma site infection with discharge, erythema and tenderness. On (B)(6) 2018, patient was started on unspecified oral antibiotic medication. The hospitalization was prolonged due to the infection.